Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient felt their heart pounding. On device interrogation it was reported that out of range sensing and threshold was noted. On review of x-ray it was suspected that the right atrial (ra) lead had dislodged. The ra lead was reprogrammed. Approximately ten days later the ra lead was revised due to it hanging straight down and remains in use. No further patient complications have been reported as a result of this event.